Event description:
It was reported that during a colon resection procedure, the device was fired by the surgeon and there was an air leak. The surgeon had enough margin to redo the anastomosis and fired a second device and had an air leak again. The patient received an ileostomy. Unknown if the ileostomy is temporary or permanent. Additional information is being requested.

Manufacturer narrative:
Information anticipated, but unavailable at this time.

Manufacturer narrative:
Tracking # (B)(4). Date sent: 10/07/2009. Evaluation summary: the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
Received the following information on (B)(4) 2009: the only information provided from the surgeon was that there was no overt device failure. No more information.